Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged, there was moisture in the battery compartment, and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the battery compartment was cracked and that there was moisture in the battery compartment. The pump failed leak testing due to the battery compartment damage. Investigation also revealed that the display screen was dim, faded, and discolored. The pump casing was removed and there was no evidence of any additional moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).